Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast reconstruction primary with mentor memorygel, 400cc breast implant has experienced bilateral capsular contracture grade IV on the right, grade iii on the left side, and right sided rupture postoperatively. During revision due to cap con, found rupture. As a result, patient underwent bilateral capsulectomies and bilateral replacements as follow: l/ cat#: 3504004bc (B)(4), r/ cat#: 3504004bc (B)(4), on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).